Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr4-6-40-10 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The non-mdt (headway 27) catheter was not returned. Damaged location details: the solitaire fr4-6-40-10 stent device¿s working and non-working lengths struts were in good condition. No irregularities were found outside the proximal marker, and the marker coil appeared in good condition. No bends were found on the pushwire, and no other anomalies were found. Testing/analysis: the solitaire fr4-6-40-10 stent device was tested for resistance and catheter compatibility using an in-house rebar 27 catheter. The rebar 27 catheter has an inner diameter (ID) of 0.027 inches, which is the same inner diameter (ID) as the reported non-mdt (headway 27) catheter used by the customer. The solitaire stent passed through the catheter hub and tip without difficulty. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint could not be confirmed, as no issues were encountered while testing the returned solitaire fr4-6-40-10 stent device, and it was not damaged. However, the root cause of the resistance failure could not be determined. Possible causes include moderate vessel tortuosity, an incompatible or damaged catheter, or a lack of continuous flush with heparinized saline during delivery. In this event, the reported non-mdt (headway 27) catheter is compatible with the solitaire fr4-6-40-10 stent device as it had a labeled inner diameter (ID) of 0.027 inches, ruling out incompatibility as a potential cause. The customer also reported that a continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during delivery as a possible cause. Thus, moderate vessel tortuosity, a damaged catheter, or a lack of continuous flush with heparinized saline during delivery could have contributed to the resistance failure. Since the n on-mdt (headway 27) catheter was not returned, any contribution of the catheter to the resistance failure could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an ischemic stroke in the left internal carotid artery using a stent, there was resistance encountered inside the catheter. The resistance occurred during the delivery phase of the procedure, specifically in the middle section of the catheter. The vessel was noted to have moderate tortuosity. No patient symptoms or complications were associated with this event. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Ancillary devices: microcatheter headway 27 additional information received reported continuous saline flush was administered and maintained as indicated in the instructions for use (IFU).

Event description:
It was reported that during a procedure to treat an ischemic stroke in the left internal carotid artery using a stent, there was resistance encountered inside the catheter. The resistance occurred during the delivery phase of the procedure, specifically in the middle section of the catheter. The vessel was noted to have moderate tortuosity. No patient symptoms or complications were associated with this event. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Ancillary devices: microcatheter headway 27.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.